Event description:
Device issue: mislocation-clip. Time of device issue: two days after vessel closure. Adverse event: pain, occlusion, absent distal pulses. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure at the superficial femoral artery bifurcation after an interventional procedure. Reportedly, two days after the procedure, the patient developed right leg pain with exertion and the distal pedal pulses were absent in the limb. A doppler ultrasound suggested an occlusion in the right limb. The vessel was revascularized via a contra lateral approach with a non-specific dilatation catheter, which "restored normal blood flow." It was believed that the tines of the starclose se clip "grabbed" the posterior wall of the vessel. The patient was discharged and is reportedly doing fine. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.